Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search for lot 77205be00 did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending for the architect anti-hbc ii assay did not identify any related trends. Device history record review did not identify any related non-conformances, potential non-conformances or deviations associated with the complaint lot number and complaint issue. In-house testing was completed with a retained kit if the architect anti-hbc ii complaint lot. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel. The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected even an earlier bleed as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii reagent, lot 77205be00 was identified.

Event description:
The customer reported a false nonreactive architect anti-hbc ii result on a patient. The following results were provided: (B)(6) 2025 architect = 0.96 s/co; roche cobas = 0.032 (positive). Same sample repeated on architect on (B)(6) 2025 = 2.63 / 2.53 s/co; another architect on (B)(6) 2025 = 2.76 / 2.65 s/co. < 1.00 non-reactive; = 1.00 reactive. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive architect anti-hbc ii result on a patient. The following results were provided: on (B)(6) 2025 architect = 0.96 s/co; roche cobas = 0.032 (positive) same sample repeated on architect on (B)(6) 2025 = 2.63 / 2.53 s/co: another architect on (B)(6) 2025 = 2.76 / 2.65 s/co. < 1.00 non-reactive; = 1.00 reactive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22, with 510k/PMA/bla number p080023.